Event description:
The customer reported a cgm error 42 and encountered difficulty in turning off the pump due to a hard-to-press storage mode button. Despite resetting the pump, the error persisted. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset and decided to replace the faulty pump. The customer was instructed to deplete the pump¿s battery before returning it to tandem and to send it back using a pre-paid label within 10 days. A replacement pump was sent, and the customer was advised to program their settings and connect their cgm to the new pump. Customer will continue to use current pump to ensure insulin is not interupted.